Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: nexgen tibial component item # 00598605702 lot # 62133498, nexgen femoral component item # 00596401751 lot # 62254530, nexgen articular surface item # 00596405010 lot # 62412557. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03625, 0001822565-2018-03627, 0001822565-2018-03628. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing aseptic loosening post total knee arthroplasty and underwent a first stage knee revision due to infection approximately four years post implantation. It was noted that the polyethylene bearing showed signs of wear and pitting. No additional information is available.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.